Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The 5 volt connector to the video controller was found low. The connections were cleaned during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 2600 sys had gray images and would not fluoro during a case. The 2600 sys was switched to film mode then back to fluoro and the procedure was completed without incident. No pt injury was reported.